Event description:
There was an allegation of discrepant hbv result with the cobas® mpx (480t) from the cobas 6800 analyzer for a single donor sample. On (B)(6) 2025, the initial sample generated a reactive hbv result. The sample generated a target not detected result with the cobas® hbv quantitative assay. Serology for the sample was negative.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). A review of the provided data of the alleged sample indicates a low viral load. It is possible for a low viral load sample to be detected as reactive and non-reactive when tested multiple times, as these samples will have a low reactivity rate and therefore the results will waver between reactive and non-reactive. With low viral load samples, this variability in results is expected and can cause fluctuations between reactive and non-reactive outcomes. Note, the possibility of contamination can also not be excluded. Furthermore, contamination is more likely for hbv, as it is the only dna target (in contrast to hiv and hcv, which are rna targets) and is therefore more stable, potentially facilitating contamination. The investigation did not identify a product problem.